Event description:
Healthy volunteer wore pico 10 x 20cm npwt device beneath profore 4 layer bandaging system (4lbs) for period of 3 days in addition to 5 x picopress sensors in order to record pressures beneath pico and 4lbs. Healthy volunteer sustained skin stripping to both legs at the anterior aspect of the dressings.